Event description:
It was reported that they are returning their unit for service. Description of failure: green connector loose. No further info is available. No reported pt consequence.

Manufacturer narrative:
Eval summary: based upon the inquiry info rec'd visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all prod requirements and returned to the customer.